Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple low blood glucose (bg) levels as low as 50 (mg/dl) over the past few months. Reportedly, customer began taking "dietary" shots that decrease their appetite and increased their physical activity over the last few months. Customer also reported that they have not yet met with their health care provider to discuss settings adjustments. Customer consumed juice and food to treat their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.